Event description:
Upon routine visit to pacer clinic, strip showed non-sensing and non-capture of ICD. Fluro of leads showed ICD defib lead in right subclavian and appeared to have moved back spontaneously. At the time of the 5/28/97 acid replacement procedure, the previous hardware was unable to be removed. This procedure findings: the old lead was completely displaced and not possible to advance. After difficulty in positioning the fixation system, the previous abdominal incision was reopened and the epicardial patch lead identified and tunneled up subcutaneously to the left subclavian position. The new paced/sensed lead was also tunneled across the chest back to the left subclavian position.